Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for investigation. Signs of clinical use was observed. There was evidence of blood and charred tissue detected on the jaws. The silicone coating on the jaws were observed to be intact, with no defects. The heater wire was observed to be slightly flexed in the center, yet attached at the tip and base of the hot jaw. There were no other defects detected. Based on the returned condition of the device, the reported failure "material twisted/bent; jaw; jaws broken/bent" is not confirmed, however the analyzed failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. At the tip of the jaws, one side of the jaw is 2mm shorter than the other side. It looks like the piece broke off but the customer said it came that way out of the box and they used it on the patient. During the case they decided to replace with a new hemopro to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. At the tip of the jaws, one side of the jaw is 2mm shorter than the other side. It looks like the piece broke off but the customer said it came that way out of the box and they used it on the patient. During the case they decided to replace with a new hemopro to complete the case. The hospital did not report any patient effects.